Event description:
Event description cpi received information that two bipolar leads were removed from service. An invasive procedure was performed to remove bipolar lead (model 0010 serial 006049) due to inappropriate shocks and beeping, the lead was fractured. The lead was replaced with a model 0010 serial 009269, one day after the implant an eps (electrophysiology study) was performed, it was noted that this lead had dislodged. The next day an invasive procedure was perfomed to remove and replace this lead. Lead serial 006049, implanted-09/04/96. Removed-07/31/96. Implant months-46.9. Lead serial 009269, implanted-07/31/96. Explanted-08/02/96. Implant days-2. The physicians manual 352527-003c, page 15 lists displacement as an adverse effect of the lead.